Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to incontinence that was unchanged from baseline. The implanted sling was ineffective resulting in the incontinence. No patient complications were reported and the device functioned as normal.